Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal pain patient initially reported through a manufacturer representative that as of (B)(6) 2016 they had experienced an increase in post-implant pain. The patient noted that their stimulation was not helping her areas of chronic pain and that they had also experienced increase pain in other areas since implant. Impedance testing was performed and found impedances to be within normal limits. Reprogramming was attempted, but the patient either experienced stimulation in their ribs, upper extremities, legs; but they did not experience coverage in their lower back as desired. There were no falls or accidents reported in association with the issue. X-ray imaging was performed in (B)(6) 2016, but found nothing wrong. The patient later reported that she was reprogrammed a week prior to (B)(6) 2016 and that the stimulation helped for four days and then the patient experienced really bad pain in the lower back, neck, and the implantable neurostimulator (ins) site. The patient stated that she tried to increase the stimulation and it went into her ribs. It was noted that when the patient did light house work or went to the grocery store, she was in tears and it was miserable for her to sleep. As of (B)(6) 2016, the patient¿s ins still did not work and the patient was very upset, frustrated, and disappointed. While the patient had reportedly met with several different people, no reprogramming was performed and no further steps had been taken to resolve the issue at that time. As of 2016-dec-19, additional information received from a representative of the consumer reported the ins was ¿defective¿ and that the ins had ¿failed well before the expiration of 9 years.¿